Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. This event was reported by the distributor. The health care facility is: (B)(6) hospital. Phone: (B)(6). No. (B)(6).

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a lithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.